Event description:
Information was received indicating that during preventative maintenance, a smiths medical hotline blood and fluid warmer a leak occurred. It was reported that it wasn't on a patient at the time of the leak and the alarm did not go off. There were no reported adverse effects.

Manufacturer narrative:
One hotline® low flow system was returned for analysis in good condition. The tank was filled with water, the line cord was plugged in and the unit was switched on; confirming the complaint of leaking. Based on the evidence, the root cause is found due to a bad water tank gasket.